Event description:
A piece of the probe off in pt. The piece was recovered, and the surgery was completed successfully with another probe.

Manufacturer narrative:
The complaint device has not arrived at the MFR to date. A f/u report will be submitted upon completion of the investigation.